Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her one touch basic enhanced meter was not powering on. In addition, she also reported that the m and c buttons on the meter were not responding to touch. The medical affairs specialist (mas) spoke with the pt on july 29, 2008 and obtained the following info. The pt reported that the alleged power started at the end of june, and as a result of it was reportedly unable to test her blood glucose. Despite the reported issue, the pt claimed she continued to take her usual dose of insulin in the morning (14 units of nph and 6 units of regular before breakfast) and in the evening (4 units of regular and 6 units of nph before dinner). A couple of days after the alleged issue started, the pt reportedly felt her blood glucose was running high because she reportedly started to urinate more frequently. As a result of the symptom, the pt claimed she treated herself with 10 additional units of regular insulin. At an unspecified time on five days prior to original date, the pt reported her blood sugar went low. The pt indicated she went into a "coma stage" because she "could not move." The pt informed the mas that she took "sugar candy" when she started to feel low and at about midnight that evening received assistance in the emergency room. The pt reported she was tested on the hospital/ER meter and obtained a reading of "30 mg/dl" and treated with glucose. During the same ER visit, the pt also reported being treated with insulin (type and dose unk), after the glucose she was given to treat her low blood glucose spiked her blood glucose too high. At the time of troubleshooting, the cca discovered that the pt did not replace the batteries in the subject meter per the owner's booklet recommendation. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported power issue and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.